Manufacturer narrative:
Date rec'd by MFR: 04dec2019. Date of report: 05dec2019. The touch screen was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: (B)(6). Date of event: 29aug2019.

Event description:
The customer reported that the touch screen was not responding in some spots. The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer performed calibration, but noted that the touch screen was still not responding when buttons towards the bottom of the screen are pressed. The fse provided the customer with the part number of a replacement touch screen. There was no patient involvement.